Event description:
The intraocular lens was removed and replaced due to the patient's complaint of halos and glare. Patient recovered without complication.

Manufacturer narrative:
Lens received and inspected for optical properties, no defects found. The lens met all device manufacturing specifications. Halos and glare are a known and labeled possible side effect of multifocal lens implant.